Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he recently changed his basal rates and his blood glucose was running low. He also needed assistance with rewinding the device and assistance was provided. Customer's blood glucose has been 35 to 51 mg/dl, current blood glucose was 60 mg/dl. Customer has been experiencing the low blood glucose for the past two days. He didn't receive emergency medical attention or was hospitalized for the low blood glucose. The customer was disconnected during the rewind prime sequence. Troubleshooting was performed and no anomalies were noted. The customer will continue to monitor the device and is not returning it for analysis.